Event description:
It was reported that a patient presented with loss of capture noted on the patient's right ventricular lead. Further examination was planned. No adverse patient consequences were reported.